Event description:
It was reported that left ventricular (lv) lead was surgically abandoned due to high pacing threshold. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental correction report was created to correct b5: describe event or problem.

Event description:
It was reported that left ventricular (lv) lead was surgically abandoned due to high pacing threshold. In addition, high pacing threshold was due to patient anatomy. A new lead was implanted. No additional adverse patient effects were reported.